Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on (B)(6) 2017 resulted in defect found; returned test strips produce low readings and the event was determined to be reportable. Reported defect not reproduced with returned meter and test strip. R and d final root cause investigation has been completed: most likely underlying root cause of low results are due to improper storage affecting the cover and causing blood leakage test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 221, 186, 211 and 174 mg/dl. The customer's expected fasting blood glucose test result is 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 159 mg/dl and 151 mg/dl using truetrack meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 04/22/2019 and open vial date at time of call is one week. The meter memory was reviewed for previous test result history: (B)(6). Customer is concerned with the results of 221, 186, 211 and 174 mg/dl in the meters memory.